Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents was performed for lot number s14d23099 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during dwell five of five of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the alarm. No leaks were noted with the supplies. After the alarm, the hp then disconnected themselves and completed the therapy with manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.